Event description:
When doing a procedure, a clip was placed in a patient for control of bleed and then a second clip was attempted to be placed, but clip did not adhere to the tissue. A third clip was then placed at the same site. Before removing the scope, there were two clips visualized and adhered to the tissue of the small bowel. The scope was brushed and washed per our policy. Scope was then used on another patient two days later, after the procedure, scope was brushed and washed per policy again. The same scope was then used on another patient on same day. This time when doctor passed a snare through the channel, a clip came out of the scope and ended up inside this patient's colon. No apparent injury was caused to this patient and the clip was removed using the snare. Affected patients were notified. Contacted olympus rep on day of occurrence. He noted that can happen and if a clip is in the channel, the brush will not always remove the clip. He recommended if there is a clip or any other device that is not accounted form, that we remove the scope from use and send it in to olympus to have the channel inspected to make sure it is not left in the channel. He did not request this scope for inspection. Staff were instructed to complete the device report and return to the manufacturer for further analysis/investigation.